Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Attempts have been made to obtain missing information; however, no further information was received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the pcb00 intraocular lens (iol), it was noticed that there was some unevenness/graining at the tip of the cartridge. Reportedly, the device was prepared correctly and there was no patient injury. Additional information was received and it was clarified that the lens remains implanted as there were no problems with the iol. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 07/23/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was in advanced position and locked. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection under the microscope showed lubricant material residue in the device. The intraocular lens (iol) was not returned as to date it remains implanted. The cartridge tip was observed cracked and slightly deformed. The customer's reported issue was verified. However, the condition in which the sample was received indicates that the sample was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).